Manufacturer narrative:
Received two photos showing infusate residuals inside between the body and the seal of the microclave. The complaint of an occlusion cannot be confirmed however, a leak can be confirmed on the returned one (1) used. List #lat-mc100, conector microclave¿ clear; lot #13643829. As received there were residuals observed inside between the body and the seal of the microclave. This type of residual is typical of an internal leak. There was a tear observed on the top surface of the seal. The microclave was primed and leak-tested per product specification. The microclave primed with no occlusion observed. There was an internal leak observed in the activated state due to the torn seal. The probable cause of the damaged seal and subsequent leakage is typical of access with an incompatible mating device during use. The dfu states: "needle-free connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a clear microclave connector, in the assistance service of the pediatric cardiovascular intensive care unit (ICU), during use, presented an apparent obstruction, due to the solution stored. The sample was replaced and the procedure continued. This event occurred during patient use, and no one was reported harmed as a result of this event.